Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the complaint could not be confirmed or replicated. No device problem could be found. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "keeps pumping when the dose is done". The initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but that they had no further information. (B)(4).